Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-01088, 3005168196-2015-01089. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician had difficulty advancing three ruby coils through another manufacturer's microcatheter and they were removed. The physician completed the procedure by successfully delivering seven new ruby coils into the aneurysm. There was no report of an adverse effect to the patient.